Event description:
The manufacturer received information alleging that a ventilator will not power on. The device was not in patient use.

Manufacturer narrative:
The ventilator returned to the manufacturer's service center for evaluation and the issue was confirmed. The device's system board was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.